Manufacturer narrative:
A review of relevant production records showed no non-conformances or anomalies that may have caused or contributed to this event. Hernia recurrence and seroma are a common known risks of hernia repair with or without the use of surgical mesh. Patient factors such as concomitant surgery and other co-morbidities may have contributed to these events. No known surgical intervention has been performed to address the recurrence as of the date of this report.

Event description:
It was reported that a patient experienced a post-operative seroma followed by hernia recurrence after parastomal hernia repair using ovitex 1s permanent.